Event description:
It was reported that the balloon was "sluggish" when deflating, and it took a few syringes to deflate. Flushed but did not use. No patient complications were reported.

Manufacturer narrative:
Device not returned.